Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgment occurred. The lesion being treated was located in the ostial diagonal off of the left anterior descending artery (lad). Using a 300cm unspecified guide wire, the lesion was predilated with 1.5 and 2.0 apex balloon catheters. The physician then advanced a 2.25x12mm promus element plus stent delivery system (sds) to the target lesion, however, it was unable to cross. Upon removal of the sds, the stent became caught on an unknown stent in the proximal lad that had been placed in a previous procedure. The 2.25x12mm promus element plus stent embolized from the sds. The physician attempted to snare the stent but was unsuccessful. Then a 3.0 apex balloon catheter followed by a nc quantum apex balloon catheter were advanced to the stent and used to smash it against the vessel wall and partially inside of the previously implanted stent at 20 atms. The physician then implanted a 3.0x16 unspecified stent to further cover the 2.25x12mm promus element plus stent. The procedure was completed with a 2.25 unspecified stent to treat that ostial diagonal lesion. No further patient complications were reported and the patient's status is fine.